Event description:
Information received from the field does not address the patient's clinical status but notes that during routine follow up, no telemetry was established with the device. Upon hooking the patient up to an ECG, no pacing spikes were seen, only the patient's underlying rhythm. Application of a magnet produced no response.